Manufacturer narrative:
The previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
It was reported that the medical professional was having difficulties to interrogate generators when using the tablet. The connection of the usb cable to the tablet was suspected to be at fault. A replacement usb cable was sent to the medical professional. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. The suspected usb cable was not returned to the manufacturer for analysis to date.

Event description:
Follow up indicated that the suspected usb cable will not be returned for analysis as it was disposed by the hospital. It was also reported the programming system is functioning correctly with the new usb cable.